Event description:
This is a spontaneous case report received from a physician in united states on 18-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported that the patient was being taken to the operating room due to a perforation of essure device, the patient's right device was in her pelvis. Physician asked if she should remove the essure of left side because the patient was complaining of pain on that side. Physician reported that the left tube was blocked. Result and assessment of the product technical complaint investigation received on 25-mar-2015, referring to (B)(4): final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation of an essure device. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the pelvic cavity as it perforates the whole fallopian tube wall. In this particular case, although the exact mechanism of the perforation is unknown, given its nature; causality with the suspect device cannot be excluded. Since physician stated patient was being taken to the operating room due to the event, this case was regarded as incident (required intervention). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 10-jul-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation of an essure device. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the pelvic cavity as it perforates the whole fallopian tube wall. In this particular case, although the exact mechanism of the perforation is unknown, given its nature; causality with the suspect device cannot be excluded. Since physician stated patient was being taken to the operating room due to the event, this case was regarded as incident (required intervention). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.